Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Caller was educated that the cartridge should not be used for more than 72 hours, which was acknowledged. Technical support planned to complete a pump system check.